Manufacturer narrative:
Event date (B)(6) 2018. Submitted 08/16/18. The service engineer (se) inspected the device. The se replaced the ampere fuse and recommended that the power supply and power management printed circuit board assembly be replaced.

Event description:
It was reported that the ventilator had no power while on alternate current (ac). There was no patient involvement. The event date was not specified; estimate used.